Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update received (B)(6) 2014. The sales rep has reported the revision surgery. Patient was revised to address pain, elevated metal ion levels and an under-anteverted cup position. Update rec'd (B)(6) 2014 - pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated adverse reaction with metal debris, corrosion on the femoral neck, and shallow osteolytic defect around the cup. No labs were provided for the alleged high metal ions. There was no mention of metallosis or pseudotumors as litigation alleged. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as it was not returned. The initial reporting indicates the acetabular cup was retroverted. To date, no patient x-rays have been provided and positioning cannot be commented on. One other report found against the 2357093 lot code in a search of the complaints databases. Per procedure, this product code is exempt from DHR review. No other reports found against the remaining provided product/lot code combinations. Medical records were reviewed previously. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.